Event description:
It was reported that a dissection occurred. The target lesion was located in the left anterior descending artery. A 2.75 x 38 mm synergy was deployed and an edge dissection was observed in fluoroscopy. A 2.75 x 12 mm synergy was deployed to cover the dissection and the procedure was completed successfully.